Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to the plate and two screws breaking. During the revision, a part of one of the screws stayed implanted in the patient.